Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary background: device report from synthes reports an event in brazil as follows: it was reported that during a spine arthrodesis procedure on (B)(6) 2019, the surgeon experienced difficulty in the use of the t-pal cage insertion key. The surgeon felt it was difficult to release the cage from the key. There is a photo with a difference of aperture between the keys, the doctor used the one with the smallest aperture (per surgeon which may have contributed to the difficulty of releasing the implant in the key). Concomitant device reported: unknown t-pal cage (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown t-pal spacer applicator inner shaft. This complaint involves one (1) device. The complaint device was not received for investigation. The following investigation is based on the images provided. Investigation flow: device interaction. Visual inspection: images of the t-pal applicator inner shaft (p/n 03.812.003 lot unk) were received showing no identifiable defects or deformities. It cannot be confirmed that there is out of specification/non-conforming aperture of the prongs as the device was not received for dimensional inspection. There are no defects or deformities identified that may have contributed to the complaint condition based on the provided images. The following device is concomitant without an alleged complaint condition, and shown in the provided images used for investigation of the complaint-pal applicator inner shaft (p/n 03.812.003 lot unk). Upon visual inspection, there is no evidence that the following concomitant device contributed to the complaint condition, and therefore no additional investigation will be performed for the following: t-pal applicator outer shaft (p/n 03.812.001 lot unk). Functional inspection and dimensional inspection: functional testing and dimensional inspection could not be completed as the device was not returned. Dimensional and document/specification review: a manufacturing record evaluation could not be performed as the lot number could not be determined from the provided image. The exact manufacture date of the device is unknown, the following drawing reflecting the current revision was reviewed. T-pal clamp/inner shaft se_237025 rev d. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is unconfirmed for the t-pal applicator inner shaft (p/n 03.812.003 lot unk). No definitive root cause could be determined. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices: t-pal cage (part unknown, lot unknown, quantity 1); outer shaft (part unknown, lot unknown, quantity 1); applicator knob (part 03.812.004, lot unknown, quantity 1).

Manufacturer narrative:
This report is for an unknown t-pal spacer applicator inner shaft/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a spine arthrodesis procedure on (B)(6) 2019, the surgeon experienced difficulty in the use of the t-pal cage insertion key. The surgeon felt it was difficult to release the cage from the key. There is a photo with a difference of aperture between the keys, the doctor used the one with the smallest aperture (per surgeon which may have contributed to the difficulty of releasing the implant in the key). Concomitant device reported: unknown t-pal cage (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown t-pal spacer applicator inner shaft. This is report 1 of 1 for complaint (B)(4).